Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No unexpected motion sensor test failure alarms or motor error alarms noted during testing. The insulin pump passed displacement test and rewind test. The device alarmed during basic occlusion test due to loose and or protruded drive support disk. The device had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, and scratches on reservoir tube window. Leaking motor oil was noted.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 124 mg/dl. Customer stated that he cannot get past rewind and now everything is fine. Customer attempted to prime but then received a motor error alarm. Customer also had a motion sensor test failure alarm. Customer has humalog and will see his health care professional tomorrow. Customer reported that the drive support cap was sticking out. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.